Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient therapy had turned off and reset to shipping parameters. The patient stated their patient programmer was not working but after reviewing with the patient they were able to sync with the ins and she reported seeing a power on reset (por) message. It was reviewed what the por meant. The patient also stated she "hasn't felt anything for a good while". Troubleshooting could not be done, so the patient was directed to their healthcare professional to cleat the por message. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they met with the manufacturing representative and they got the device started working again. The cause of the power on reset was not known.